Event description:
It was reported that the device gets slower and slower. Also it sounds weird and getting hot. The problem was noticed before the surgery. There was no harm for patient, operator or third party reported. There was no case involvement reported. No further information received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Due to the condition of the device, the reported event of "getting hot" could not be confirmed during evaluation and is most likely the result of use error. Both complaints "the device gets slower and slower", and "also it sounds weird" were also not confirmed but most likely due to wear and tear. Functional evaluation: device ar-8332h, s/n (B)(6) was subjected to functional testing per wi-000100858. The device was tested with a known good shaver console unit (scu). The functional test failed by displaying, ¿tool failure error code h15, invalid hall sensor states detected". The device could not be evaluated further for the reported failure due to its condition. The most likely cause of "getting hot" is use error. Overheating may occur if the device is operated in a dry environment or when users exert significant force during use. Applying significant force to the shaver handpiece may result in damage to the inner and outer sleeves of the device blade attachments, thereby causing friction and overheating when in use. The customer¿s complaint of "the device gets slower and slower, and "also it sounds weird" is most likely related to motor failure, due to normal wear and tear, based on the age of the device.